Event description:
Set screw for the ring electrode was frozen (rusted?) In the connector in the header. Unable to unscrew with company provided wrenches. Set screw was drilled out saving the pacemaker lead. Guidant insignia I plus, model 1194, sn (B)(4).